Manufacturer narrative:
The patient continues on lvad support with no further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted due to a gi bleed. No alarms were reported for the event. The patient received 2 units of packed red blood cells (prbcs). The vad coordinator states the pump functioned as intended during the event. No further information available at this time.